Event description:
The st. Jude medical representative reported that the battery voltage had dropped excessively. There were two delivered therapies in the readings. It was recommended to explant the device.